Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately april of 2022 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was not able to get enough pain relief. It was noted that patient had difficulty charging the battery. The patient underwent an explant procedure where all devices were removed. The explanted device will not be returned,